Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The following sections were updated: d4,g4, g7, h2, h4, h6, and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. All records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. A definitive root cause of the reported complaint cannot be determined at this time. The device IFU states : olympus recommends that the generator and transducer are returned every 24 months for a calibration and safety inspection. The operator should ensure that the generator (spl-g) and all cables and all components on transducer are undamaged prior to beginning any procedure and it is always recommended that a spare transducer and probe assembly be available. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
Device was received and evaluated. Evaluation determined that the reported issue was confirmed. The unit was tested and found not activating. A faulty transducer was identified. The device was placed for repair. Based on evaluation findings the reported issue was confirmed and was found to be due to a faulty transducer attributed to component failure. If additional information becomes available, this report will be supplemented accordingly.

Event description:
It was reported that the device did not activate. The issue occurred during an unspecified procedure. There were no further details provided regarding the event. No patient harm, or injury reported. No user injury reported.